Event description:
The box of blades sent out to me lot number 50615017 has been used for 3 sad's (subacromial decompression) and every time the scrub nurse has struggled to get the blade out so much so that the blade came out after much force and sprayed out over the member of staff. One scrub nurse had to go and have her eye washed out as it went straight in the eye.

Manufacturer narrative:
The returned devices shows cracked adapter body around the tube and flash around the magnet. Investigation from supplier indicates: root cause of the defects: worn out of the tooling - the sizing tool doesn't remove the excess of material. Short term corrective action: refresh the training of the operators - cover the biggest side of the sizing tool to avoid any misuse of the tooling. Long term corrective action: replace sizing tools - redesign. (B)(4).